Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (it appears the stent was not inspected prior to use of the device). (Handling of device prior to use). (B)(4).

Event description:
The doctor inserted the delivery device into the patient and then realized that the stent was missing, so the device was removed and another stent was used. The protective sheath was present on the balloon/stent, after it was removed from the hoop and there were no difficulties experienced during removal of the sheath. It was noticed that there was no stent crimped onto the balloon and this was only realized once the delivery device was being positioned across the lesion. No clinical sequelae reported. Evaluation summary: the stent was returned off the balloon. There was no visible deformation of the stent struts or segments. Visual inspection confirmed that the balloon had been inflated. The balloon was cut away and visual inspection confirmed crimp impressions were visible on the inner shaft.